Manufacturer narrative:
Reagent issues were excluded as no further issues were reported and a correct rerun was performed with the same reagents. The field service engineer exchanged the sample probe and confirmed that the tests and the instrument were performing within specifications. The issue was already locally solved in a commonly trained troubleshooting process. The investigation identified a mechanical problem. The cause of the event was consistent with a component failure.

Manufacturer narrative:
The gluc3 reagent lot number was 73448901 with an expiration date of 31-oct-2024. The crep2 reagent lot number was 75442801 with an expiration date of 31-jul-2024. The customer suspected a pipetting issue. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with creatinine plus ver.2 (crep2) assay and 1 patient's sample tested with glucose hk gen.3 (gluc3) assay on a cobas pro c503 analyzer. Sample 1 (patient 1) tested for crep2: initial result: 1.54 mg/dl. Repeat result: 5.10 mg/dl. Sample 2 (patient 2) tested for gluc3: initial result: 8.79 mg/dl accompanied with a data flag. Repeat result: 71.6 mg/dl. No questionable result was reported outside the laboratory as the crep2 result did not match the patient's clinical history and the gluc3 result seemed to be unbelievable to the customer. The samples were then repeated. The repeat results were deemed to be correct.